Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 24mm x 4.5cm balloon. No holes or kinks were identified on the shaft of the device. No other anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house .035¿ guidewire and resistance was met passing the guidewire through the strain relief. The strain relief was removed and a complete circumferential catheter shaft break was noted at the distal end of the bifurcate. The polyimide was found to be intact. The break was examined under microscopic magnification and scuff marks were noted on the catheter shaft. Signs of stretching were noted around the edges of the break. Inflation testing could not be performed due to the catheter shaft break. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The device was examined and a complete circumferential break was noted to the outer catheter shaft at the strain relief. Therefore, the investigation is confirmed for a catheter shaft break and leak. The investigation is unconfirmed for the reported crack, as no cracks were noted to the bifurcate hub. The break in the outer shaft would have resulted in the reported leak. However, the definitive root cause for the break could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Catheter insertion and balloon inflation: flush catheter guidewire lumen with saline prior to introducing catheter. Upon reaching and crossing aortic valve, use the = 50 cc inflation syringe or device to inflate balloon to nominal pressure indicated on the package label. Do not exceed maximum inflation pressure indicated on the package label. Balloon deflation and catheter removal: deflate balloon by drawing vacuum on the = 50 cc inflation device. Use fluoroscopy to visually confirm that balloon has fully deflated prior to withdrawing catheter. While maintaining negative pressure and guidewire position, withdraw deflated device over the guidewire and out through introducer sheath. Use of a gentle clockwise twisting motion may be used to help withdraw balloon through introducer sheath. If unusual resistance is met when attempting to withdraw balloon, position balloon in anatomical position in which it can be inflated safely. Partially inflate balloon and then deflate it. Balloon re-folding can be observed under fluoroscopy. Use of recommended contrast concentration will facilitate fluoroscopic visualization of balloon re-folding. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an aortic valvuloplasty procedure, an alleged crack was observed on the inflation hub of the balloon and then leaked when attempted to flush. Another balloon was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an aortic valvuloplasty procedure, an alleged crack was observed on the inflation hub of the balloon and then leaked when attempted to flush. Another balloon was used to perform the procedure. There was no patient contact.